Event description:
Caller reported a cgm error 42, which did not lead to any adverse impact on the customer¿s blood glucose level. After consulting with technical support, caller was guided through a pump reset process. Following the reset, the cgm error code did not reappear, and the caller successfully started their sensor session.